Manufacturer narrative:
Retainer = black customer returned insulin pump for an alleged unresponsive buttons, excessive calibration request, sensor lasts only 3-4 days, and cosmetic damage on the screen and battery compartment found on (B)(6) 2021. The insulin pump padded the displacement test, self test, and the keypad voltage test. All buttons are operating properly. Successfully downloaded the trace/history files using thus. The insulin pump was programmed with a guardian link 3 transmitter and test plug. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for seven (7) days while connected to the transmitter and a test plug. The sensor life is with in spec range. The insulin pump was programmed with a test glucose meter. The insulin pump communicated properly and recorded the 266 mg/dl test value properly from glucose meter. Programmed a remote 2-unit bolus, transmitted to the pump, and the pump delivered the bolus properly. The insulin pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2), motor, force sensor, keypad assembly, or keypad button dome switches. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, minor scratched lcd window, cracked battery tube threads, and missing serial number label. Cosmetic damage on the lcd window and battery tube threads are confirmed. No excessive insulin pump to transmitter/meter communication errors, calibration request, shortened sensor life, insulin flow blocked alarms, or unresponsive keypad noted during testing. Sensor testing 2/11 2/14 sensor connection good no excess calibration 2/15 sensor connection good no excess calibration 2/18 sensor connection good no excess calibration and sensor expired at 1049 7 days. Scratched screen. Crack in the battery compartment. Occasionally have to press buttons twice. Delivery error messages at least twice a month. Has to change out infusion sets and reservoir because of these errors. Transmitter malfunctions: constantly asking for calibrations. Have to change sensors 3-4 days because of sensor failure. Transmitter will not restart. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump sometime not responding while clearing alarm. The customer was reported that insulin pump had crack from the top of the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.